Event description:
It was reported the mcl20, & prw35 were used during a radical cystectomy & ileal conduit. It was reported the surgeon was firing the clips along the peripheral tissue & noticed oozing after a short amount of time. The clips appeared to be firing fine. This happened with two mcl20 devices & one mcm20. A ussc surgiclip was opened to complete the procudure. The prw35 jammed. There was no consequence to the pt.